Event description:
The biomedical engineer (bme) reported some missed alarms occurring on this central nurse station (cns) with a bsm-6501 that they were monitoring. They said they missed asystole & vfib/vtach on a patient. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported some missed alarms occurring on this central nurse station (cns) with a bsm-6501 that they were monitoring. They said they missed asystole & vfib/vtach on a patient. No patient harm was reported. Investigation summary: insufficient information / no product returned. Multiple attempts were made to collect additional information regarding the complaint. However, the customer replied that they did not have this information available. There is not enough information to perform an investigation.the complaint could not be confirmed. Root cause could not be determined. Nk will continue to monitor and trend. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 08/28/2025 emailed the customer via microsoft outlook for the information in the ni list above: no reply was received. Attempt # 2: 09/08/2025 emailed the customer via microsoft outlook for the information in the ni list above: no reply was received. Attempt # 3: 09/18/2025 emailed the customer via microsoft outlook for the information in the ni list above: the customer replied, stating that the requested information cannot be provided. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type?. H6 event problem and evaluation codes. H11 additional manufacturer narrative.

Manufacturer narrative:
The biomedical engineer (bme) reported some missed alarms occurring on this central nurse station (cns) with a bsm-6501 that they were monitoring. They said they missed asystole & vfib/vtach on a patient. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 08/28/2025 emailed the customer via microsoft outlook for the information in the ni list above: no reply was received. Attempt # 2: 09/08/2025 emailed the customer via microsoft outlook for the information in the ni list above: no reply was received. Attempt # 3: 09/18/2025 emailed the customer via microsoft outlook for the information in the ni list above: the customer replied, stating that the requested information cannot be provided.

Event description:
The biomedical engineer (bme) reported some missed alarms occurring on this central nurse station (cns) with a bsm-6501 that they were monitoring. They said they missed asystole & vfib/vtach on a patient. No patient harm was reported.